Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (bad images, pixels) was confirmed due to 5+ image guide breakage. In addition, the biopsy channel was leaking, and there was a broken tip on the probe unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that when using an evis exera ii ultrasonic bronchofibervideoscope, there was an image problem. The images had bad pixels. The event occurred during the procedure. There was no procedural delay or no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d9. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded. The event can be detected/prevented by following the following description from the instructions for use: "warning ¿ do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor field performance for this device.